Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 5 ml cracked causing leakage. The following information was provided by the initial reporter: caregiver reported that during preparation of today's mix, patient used syringe that had crack and wasted around 5 ml of treprostinil. She did not need to order treprostinil or durable medical equipment today. She informed me that if any issues with syringe with the next mix on friday, she will call us and we will ship treprostinil and supplies. There was no interruption in treprostinil treatment. Affected syringe 5 ml - lot number 2347963/expiration date unk. Patient was instructed to keep the defective syringe in case needed for return. No side effects from defective device reported. No additional information available. Reported to (B)(6) by pt/caregiver.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 08-mar-2023. Medwatch report # mw5115221. Initial reporter address: information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 5 ml cracked causing leakage. The following information was provided by the initial reporter: caregiver reported that during preparation of today's mix, patient used syringe that had crack and wasted around 5 ml of treprostinil. She did not need to order treprostinil or durable medical equipment today. She informed me that if any issues with syringe with the next mix on friday, she will call us and we will ship treprostinil and supplies. There was no interruption in treprostinil treatment. Affected syringe 5 ml - lot number 2347963/expiration date unk. Patient was instructed to keep the defective syringe in case needed for return. No side effects from defective device reported. No additional information available. Reported to (B)(6) by pt/caregiver.